Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) year-old female patient who had essure (batch nos. 627748 and 628319) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vomiting, hypertension and sinusitis. Concurrent conditions included sciatica, facial pain, sinus disorder, blurred vision, nausea, phonophobia, photophobia, breast tenderness, breast pain, spinal pain, breast tenderness, bacterial vaginosis, bacterial infection, recurrent uti, asthma and food allergy. Concomitant products included butalbital;caffeine;paracetamol (fioricet) since (B)(6) 2016, caffeine;sodium benzoate (caffeine and sodium benzoate) since 2009, hydrochlorothiazide since (B)(6) 2016, ibuprofen since 2004, lisinopril from 2007 to 2009, medroxyprogesterone acetate (depo-provera) from (B)(6) 2008 to (B)(6) 2009, promethazine since (B)(6) 2016 and topiramate (topamax) from (B)(6) 2018 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. It was removed on an unknown date. A new essure was inserted on an unknown date. On (B)(6) -2009, the patient experienced depression ("depression"), anxiety ("anxiety,") and sciatica ("sciatica"). In (B)(6) 2009, the patient experienced dyspareunia ("pain during intercourse"), menorrhagia ("prolonged menses/menorrhagia") and vaginal haemorrhage ("vaginal bleeding"). In 2009, the patient experienced dizziness ("dizziness"), back pain ("back pain"), dysmenorrhoea ("severe menstrual pain") and nausea ("nausea"). In (B)(6) 2010, the patient experienced rash ("severe rash/ rash on neck, chest, and arms"). In (B)(6) 2011, the patient experienced urinary tract infection ("urinary tract infection"), bacterial infection ("bacterial infection") and bacterial vaginosis ("bacterial vaginosis"). In 2011, the patient experienced migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced the first episode of alopecia ("hair loss"). In (B)(6) 2013, the patient experienced breast pain ("mastalgia"). In (B)(6) 2016, the patient experienced weight fluctuation ("weight fluctuations"). On (B)(6) 2016, the patient experienced vomiting ("vomiting"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy bleeding"), the second episode of alopecia ("hair loss"), abdominal pain ("severe abdominal pain"), allergy to metals ("nickel allergy"), breast tenderness ("tenderness in breast") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (removal surgery for essure). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage, the last episode of alopecia, abdominal pain, dizziness, depression, migraine, back pain, dysmenorrhoea, dyspareunia, rash, menorrhagia and allergy to metals had not resolved and the vaginal haemorrhage, urinary tract infection, bacterial infection, bacterial vaginosis, anxiety, headache, nausea, vomiting, breast tenderness, breast pain, weight fluctuation, sciatica and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, anxiety, back pain, bacterial infection, bacterial vaginosis, breast pain, breast tenderness, depression, dizziness, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, sciatica, urinary tract infection, vaginal haemorrhage, vomiting, weight fluctuation, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: plaintiff still suffers from the above mentioned symptoms and is currently investigating her options for removal of the essure devices diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Lot number: 627748 manufacture date: 2008-07 expiration date: 2010-07. Lot number: 628319 manufacture date: 2008-10 expiration date: 2011-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: case become incident, device removed. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.